Manufacturer narrative:
The gehc service representative performed a checkout of the equipment and confirmed the mylar flap of the expiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2017 phone call, (B)(6) 2017 phone call, and (B)(6) 2017 phone call.

Event description:
The hospital reported the unit was not displaying tidal volume during a case. There was no report of patient injury.